Manufacturer narrative:
Date of event: date infection began is not known. PMA/510k: this report is for an unknown quantity of unknown 5.0mm locking screws. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with an unknown tibia nail and unknown quantity, possibly four (4) or five (5), of unknown 5.0mm locking screws on unknown date. On unknown date it was determined patient had developed an infection. Patient was returned to surgery on (B)(6) 2017 where surgeon removed the nail and unknown 5.0mm locking screws. No further hardware was implanted. Surgery was completed successfully with no delay. Patient is stable. This report is for unknown quantity of unknown 5.0mm locking screws. This is report 2 of 2 for (B)(4).